Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact to the customer's blood glucose level. The customer, assisted by technical support, reloaded the same cartridge, after which the estimate became accurate.